Event description:
Patient k nemeth received implant (rflt rapid ra3585c reflect rapid fixture ø3.5mm x 8.5l) on (B)(6) 2021 and experienced failure to integrate which led to having the implant removed on (B)(6) 2021. X-rays were provided by the dentist. Implant replacement was sent to grant dental-meridian on (B)(6) 2022.